Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was more than 600 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm. Customer stated that the insulin exited. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.